Event description:
A customer reported that during a patient procedure, the glidescope core 2m quickconnect cable was causing flickering and static. It was reported that end users could not visualize the patient's airway due to the screen flickering and static. No delay in the procedure, use of a backup device, or patient harm was reported.

Manufacturer narrative:
A replacement glidescope core 2m quickconnect cable was provided to the customer and the reported cable used during the procedure was returned to verathon for evaluation. A verathon technical service representative evaluated the returned device and was able to confirm the reported image issue. When connecting the reported cable to verathon's test equipment, flickering was observed in the video when the cable was flexed. The cable failed verathon's device functionality testing. Upon completion of verathon's device evaluation, the cable was scrapped due to the customer already being provided a replacement and there being no repairs available for the device. Corrective action is not required at this time. Verathon will continue to monitor for trends.